Manufacturer narrative:
The device with the lens was returned in the blister tray in the carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has advanced the lens to mid-nozzle. The plunger was in contact with the trailing optic edge. The lens was slightly rotated. The trailing haptic was folded correctly into the optic fold. The leading haptic was extended and broken (or cut) in the distal area inside the nozzle tip. The nozzle tip was severely damaged, bent flat to one side as if placed against a hard surface. Product history records were reviewed, and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. The reported broken haptic was observed. The root cause for the broken haptic could not be determined. The broken leading haptic was extended and located inside the severely damaged nozzle tip. The remainder of the haptic was not returned. The haptic appeared to have been possibly cut. The tip was bent flat to one side upon return. Due to the extreme and obvious nature of the severely damaged nozzle tip, it is unlikely that the product was released from the manufacturing facility in that condition. Topcoat dye stain testing was conducted with acceptable results. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, one of the haptics came out as broken, with no patient contact. The procedure was completed on same day. Additional information has been requested.